Manufacturer narrative:
Qn# (B)(4). The device involved was not received for evaluation by the manufacturer at the time of this report. A device from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples (315) were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available, this report will be updated accordingly.

Event description:
Customer complaint alleges the 15mm adaptor comes out of the tube. Alleged issue reported as occurred during a patient use. No report of patient injury or complication. No report of necessary medical intervention.

Manufacturer narrative:
Qn#(B)(4). Corrected data: brand name corrected to hudson et tube, hvt, 7.5. Catalog# corrected to 5-10315. The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was visually examined with and with out magnification. Visual examination of the returned et tube revealed that the connector was not returned. The returned sample appears used as there is biological material present on the device. Additionally, the device was returned with adhesive material on the proximal end of the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. Since the connector was not returned, it could not be determined if the connector was placed firmly into the tube or not. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tra cheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "adaptor is disconnecting during use" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint issue. The connector was not returned with the et tube. A non-conformance has been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges the 15mm adaptor comes out of the tube. Alleged issue reported as occurred during a patient use. No report of patient injury or complication. No report of necessary medical intervention.